Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "yellow plastic part of the jaw was broken". The instrument was found to have a broken bipolar yaw pulley. The broken piece is missing as a result of breakage. Size of missing piece is approximately 0.21¿ x 0.08¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Failure analysis found the primary failure of broken bipolar yaw pulley to be related to the customer reported complaint. The electrical continuity test still passed with no damage to the conductor wire.

Manufacturer narrative:
Isi has not yet received the long bipolar grasper instrument. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the device logs for the long bipolar grasper (part# 470400-09 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the long bipolar grasper was last used on 15-apr-2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is reportable due to the following: during a da vinci-assisted adhesiotomy/ rectum posterior uterus adhesion dissection surgical procedure, the yellow plastic part from the jaw of the long bipolar grasper broke and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted adhesiotomy/ rectum posterior uterus adhesion dissection surgical procedure, the yellow plastic part from the jaw of the long bipolar grasper broke and fell inside the patient. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer retrieved fragments and confirmed by visual inspection. There was no additional procedure required to remove the fragment. There were no post-operative tests performed to check for remaining fragments. The instrument was in use for less than 20 minutes prior to the issue. The instrument was inspected prior to use with no issues noted. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the event. The surgical staff did not feel any resistance upon the final removal of the instrument through the cannula or other damage to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device or video recording of the procedure were available for review. The customer was unable to disclose patient-related information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.